Manufacturer narrative:
Section a and h6 updated. Additional information was received on 02-may-2025, specifying that there was no patient involvement. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported issue. Functional testing also confirmed the reported issue. The cause was identified to be a worn-out clutch. The clutch, leadscrew, worm coupling, plunger tube and worm gear were all replaced to resolve the issue.

Event description:
It was reported that the pump showed alarm: travel coarse error - check clutch/plunger lever. There was unknown patient involvement. No patient harm/adverse event was reported.